Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic event of 69 mg/dl blood glucose (bg). She called to ask if she can announce a meal when she is at 81 mg/dl and was reminded that if she is low, she needs to trat the low first and when in range, announce and eat. During the event, she did not have any symptoms and was able to correct with sweat team. The event lasted less than 90 minutes, and no outside assistance was required.